Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis fracture. The root cause of the fracture could not be determined as adequate information and x-rays were not provided, and the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this male patient received a bone scan before surgery, the team noticed that the right shoulder glenoid component was loose. During the procedure, the glenoid component was easily removed since it was out of position in the capsule. It was realized the center peg of the all poly glenoid had broken off into the center peg hole, but none of the peripheral pegs were broken. The surgeon then used threaded steinmann pins to try and pull out the remaining piece of poly and were able to completely remove it. The patient was converted to a reverse shoulder and an 8 degree posterior augmented glenoid baseplate was put in place of the all poly glenoid component. The patient was last known to be in stable condition following the event. The device was broken into many small pieces and was discarded after surgery.